Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient receiving morphine (concentration and dose unknown by the reporter) via an implanted pump. The indication for pump use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 it was reported that the pump had flipped repeatedly starting in 2008 within a few months of implant until a mesh pouch was inserted (B)(6) 2010. The insertion of the mesh pouch resolved the issue. The patient symptoms, troubleshooting performed, and cause of the flipped pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 8709sc (B)(4) implanted: (B)(6)2008 product type catheter the previously reported patient, device, and evaluation conclusion codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2019-jan-17. It was reported that later in 2010 the catheter came off and the patient would feel super hot and taste the medication/metal. No further complications were reported or anticipated.